Event description:
Boston scientific received information that this atrial pacing lead was exhibiting noise and out of range impedance measurements. The associated device was reprogrammed to vvir configuration to accommodate for the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.